Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that there were vertical lines on the screen. Blood glucose was unknown. The insulin pump was returned for analysis.